Manufacturer narrative:
(B)(4). The reported condition of a damaged battery was confirmed during product evaluation, and was determined to have been caused by depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause was depleted main batteries as a result of use error. This issue has been escalated to CAPA. A service history review revealed previous service events that were related to the reported condition. During previous service the batteries and harness were replaced. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.